Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting ecgs "c&d" was severed and missing. In addition, ecgs "c" and "d" were also missing. The root cause for the missing cable and ecgs was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.